Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Performed service and repair functions. Reviewed service history. Attached box label, and electrical safety. The unit was evaluated and the reason for return (pressures issues) could not be duplicated. Damaged roller pump head was replaced. The unit passed all diagnostic tests, functional tests, and is fully operational. Replaced worn fingers on complete pressure adjuster (preventive maintenance) with tip replacement kit. This device was produced prior to the closure of the fms facility in (B)(6) and therefore will not have a DHR review preformed. Please see signed legacy fms batch review. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure of the shoulder, it was observed that the 4580 fms duo+ pump/shaver combo device was having issues controlling pressure. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.